Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 283 mg/dl. The customer was unable to troubleshoot at the time of call. However, he had already troubleshot the issue himself and changed the infusion set three times, but the no delivery alarm persists. After the customer received the alarm he attempted a battery change; the customer dropped the battery cap and stepped on it. No products were returned and a replacement battery cap was shipped to the customer.

Manufacturer narrative:
The pump was received with a broken battery cap. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.